Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type lead correction: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On september 27, 2024, additional information was received from the patient in response to an additional follow up request. The pt confirmed there was no device concern with the leads being "too far to the right". The pt explained they were installed to be curved to the right to resolve pain on their right side. The cause of the pain on their left side was confirmed to be due to the deterioration of their discs and due to arthritis. The pt stated physical therapy and taking over the counter pain relievers were being used to address the pain on their left side.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller requested to get in touch with their local mdt rep to do some reprogramming. Caller stated they recently had weight loss surgery and the more weight they dropped, the more pain they've been having. Caller stated the pain has been off and on for a couple months and is getting more intense. Additional information was received from the patient (pt). They reported that they had degenerating disks in their lower back casing new pain on their left side. They attempted to reprogram the stimulator, but the leads were too far to the right to relieve pain on their left side. Pt was doing physical therapy and taking over-the-counter pain meds with minimal effects.

Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) implanted: (B)(6) 2023 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 21-sep-2025, UDI#: (B)(4). B3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.